Manufacturer narrative:
Correction: additional information was received regarding the manufacturing location. The following fields have been updated: medical device manufacturer: becton dickinson medical systems manufacturing location: becton dickinson medical systems PMA / 510(k)#: k980987.

Event description:
It was reported that the cartridge leaked with use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during the loading process. The following information was provided by the initial reporter: "customer reported cartridge was leaking during load process. Customer stated she is new to pump and not confident in her load technique."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 ((B)(4)). PMA / 510(k)#: k151766 ((B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cartridge leaked with use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during the loading process. The following information was provided by the initial reporter: "customer reported cartridge was leaking during load process. Customer stated she is new to pump and not confident in her load technique."

Event description:
It was reported that the cartridge leaked with use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during the loading process. The following information was provided by the initial reporter: "customer reported cartridge was leaking during load process. Customer stated she is new to pump and not confident in her load technique."

Manufacturer narrative:
Correction: medical device manufacturer: becton dickinson medical systems ¿ canaan, CT / 06018. Manufacturing location: becton dickinson medical systems ¿ canaan, CT / 06018. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. (B)(4).